Manufacturer narrative:
The reported event could not be confirmed, as the provided information was insufficient. To gain more information about the complained event, the ¿infection complaints ¿ checklist customer¿ (B)(4) was forwarded to the sales rep. This checklist has been completed and has mentioned in the document that the implant was sterilized 1-2 days before surgery. However, further details such as the type of organism and patient¿s medical history (e.g. Infection prior to surgery or virus infection like hiv or hepatitis) were not provided. In sum, the review of the document did not provide any indication that the reported infection was related to the implant in question. Additionally, the ¿infection complaints - checklist investigator¿ (B)(4) was completed by the manufacturing site for the affected device. For infection complaints, expanded investigations are performed to assure that neither the reported device nor all related manufacturing (e.g. Environmental monitoring, sterilization validations tests) process steps could have caused the event. The reported device is delivered non-sterile and the sterilization parameters indicated in the corresponding instruction for use are validated. Indications for any device or manufacturing related problems were not found. Based on the investigation, the DHR review of the related manufacturing and quality documents and the results from the expanded investigation at the manufacturer site, there is no indication for an incorrectly working product or any design, material or manufacturing related issue. H3 other text : device not available for return.

Event description:
It was reported that recently implanted customized cranial implant was being removed due to infection.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that recently implanted customized cranial implant was being removed due to infection.